Event description:
I placed the clear care cleaning solution on a regular contact lens case without even knowing it was a special solution and placed one of my contact lens into my right eye. This caused severe eye burn. The label is not obvious at all and I read the label after I had the accident. Eye burn all day so far. When and how was error discovered: immediate eye burn and was not able to open my right eye for 10 mins. This product should be prescribed by a doctor or sold by health professionals (hp) and consumer should be warned before using it. (B)(6).